Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergence room for 1 hour and 15 minutes, due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021, with blood glucose of 11 mmol/l and other value was 28 mmol/l. Customer was in emergency room as a result of high blood glucose level. The customer was not provided with any treatment just given water. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature. Customer declined troubleshooting for high blood glucose. Customer reported that the insulin pump had crack and not turning on. The insulin pump will not be returned for analysis.